Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should additional follow-up information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out-of-range shock impedance measurement. At this time, the physician has elected to closely monitor the patient via latitude. No adverse patient effects were reported. This rv lead remains implanted and in service. Please note: the model/serial number of this lead is currently unknown and therefore not available in time for prepared submission.